Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported that his ins won't charge. During call patient gets reposition the antenna on recharger when he attempts to charge ins and the patient programmer shows poor communication. Patient said it had been maybe a week or two since he last charged his ins. Information about possible over-discharge was reviewed and redirected patient to healthcare provider (hcp). Patient mentioned that he has had the same issue with the ins not charging before and said that he had met with a rep and got his ins back up and running. Patient noted that rep used al feature for a couple mins and ins started charging like normal. No patient symptoms were reported. On 2020-09-29, an email was sent. (Rep) medtronic rep replied back from follow up sent to them. Medtronic rep reported patient weight at time of event was unknown. Rep tried a prm and battery did not respond. No cause suspected. Battery replacement is being scheduled.